Event description:
It is alleged the joystick of a wheelchair executed an uncomanded 90 to 0 degree recline which resulted in fatal lumber injury.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued. Updated this MDR as the serial number and UDI number has become available.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
It is alleged the joystick of a wheelchair executed an uncomanded 90 to 0 degree recline which resulted in fatal lumber injury.